Event description:
The customer reported that the device would not power on with ac power. After an evaluation of the device, it was observed that the device would not power on with ac or dc power. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed power supply assembly and observed that it would not operate on ac power or charge a battery; however, the device would operate on dc power when a charged battery was installed. Physio determined that the cause of the loss of ac power and battery charge function was two shorted fet transistors, designators q1 and q2. It was also observed that fuse, designator f1, was open. As a result there was no 12-volt output and no battery charge function.